Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, fracture, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, fracture, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, fracture, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted at the suprarenal inferior vena cava due to left iliofemoral dvt with large free-floating thrombus extending into the inferior vena cava. The ivc filter was placed prior to planned catheter directed thrombolytic therapy of iliofemoral dvt. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), patient presented herself for x-rays approximately eight years and two months post implantation. The patient reports experiencing perforation of filter strut(s) outside the ivc into the liver, migration of fractured strut(s), device unable to be retrieved; however, there has been no attempt to remove the filter. The patient also reports suffering from anxiety.

Manufacturer narrative:
As reported, a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, including, but not limited to, fracture, migration, perforation of filter struts outside the inferior vena cava (ivc) and anxiety. The indication for the filter placement was left iliofemoral deep vein thrombosis (dvt) with a large free-floating thrombus extending into the (ivc). The patient also had sustained pulmonary embolism (pe), as documented on a prior computerized tomography (CT) angiogram. The filter was placed prior to planned catheter directed thrombolytic therapy of the iliofemoral dvt. The filter was placed via the right internal jugular vein and deployed at the suprarenal ivc, this location was selected due to the patient¿s age. The patient is reported to have tolerated the procedure well with no immediate complications. Direct injection into the thrombus was not performed on this exam. Approximately eight years later, the patient presented for x-rays concerning the filter, the information provided indicated that the filter was discovered to have fractured struts, one of which had migrated. During consultation for possible removal of the filter, the radiologist stated that removal could cause more fracture and advised against it. The patient has also reported that the filter struts have perforated outside the wall of the ivc. The patient¿s medical history has not been provided, and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Without procedural films or post implant imaging available for review, the reported filter fracture/separated, perforation and migration could not be confirmed, and the exact cause could not be determined. The instructions for use (IFU) states filter fracture and migration are potential complications associated with vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the limited information provided it is not possible to establish a relationship between the reported events of fracture, perforation and migration of the device. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, a relation between the device and the event could not be determined. Pain does not represent a device malfunction. At this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.